Event description:
It was reported the colonovideoscope displayed a flickering image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image a root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the noisy image occurred due to the deformation of scope connector (s-connector). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date (h4). Updated fields: h2, h4, h11 . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.